Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument failed to cauterize tissue. The customer replaced the bipolar energy cable but the issue remained. The procedure was converted to laparoscopic with no reported injury. Intuitive followed up and obtained additional information. There was no damage/thermal damage on the instrument reported. There was no patient injury reported. For additional port incisions due to conversion, this is not applicable question because the procedure was converted due to patient anatomy (the large size of the uterus).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "since the tissue did not coagulate during the first attempt, we replaced the bipolar cable, but it still did not coagulate". The force bipolar instrument was found to have a segment of the conductor wire dislodged from the force amplification pulley. A loop of the wire protrudes from the wire guide. The wire insulation was damaged and the instrument passed the electric continuity test. Components adjacent to the dislodged wire do not show damage. The instrument was found to have damaged conductor wire insulation at the force amplification pulley. There was fragmentation of the insulation and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. Visual inspection revealed no signs of missing parts. A visual inspection and a continuity test revealed that the exposed conductor wire was touching the grip cable mount of the force amplification pulley, causing the grip cable to carry current. This failure was confirmed by an energy delivery test.the second force bipolar instrument has been returned and evaluated by the failure analysis team. The customer-reported complaint stating 'the tip of jaw was broken' was neither replicated nor confirmed. A thorough inspection revealed no signs of damage to the grips, conductor wires, or grip/pitch cables, and all components were properly positioned with no missing parts. Furthermore, the instrument passed all recognized functional tests, including engagement, range of motion, grip functionality, energy delivery, and electrical continuity. The instrument was found to be fully operational, and no product issue was identified. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.